Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector leaked while using a power injector. The device leaked CT contrast on the operator after a CT scan procedure while using the CT power injector. The operator stated that there was back pressure on the line of the connector when the connector was unhooked, and this back pressure caused a spray when unhooked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.